Manufacturer narrative:
Additional information was received that the ipg would not charge. The physician felt that the ipg was non-functional due to end of life.

Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. The patient will undergo an scs revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. The patient will undergo an scs revision procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing. For the device was found to be satisfactory.

Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. The patient will undergo an scs revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. The patient will undergo an scs revision procedure.